Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cosmetic damage to the silicone sleeve of the driveline could not be conclusively determined as no photos were provided by the account and no product was returned for evaluation. The afflicted area was covered with rescue tape. The patient remains ongoing on (B)(6) and will continue to be monitored by the account. No further events have been reported at this time. The submitted log file contained data spanning from 13nov2022 at 00:02:48 to 15nov2022 at 15:11:00, per the timestamp. Throughout the log file the device operated as intended above the low speed limit. No notable alarms or unusual events were captured. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use (rev. H) discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The driveline was covered in rescue tape, and it was planned to continue monitoring the patient.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the white coating on the patient's driveline was completely exposed. Log file review did not contain any unusual events. It was recommended that the breached areas be covered in rescue tape.